Event description:
Info was received that reported a pt was hospitalized in 2007 due to an incident of diabetic ketoacidosis. The reporter stated that the morning of the hospitalization, they changed her set and site. Upon admission, the pt had a blood glucose of 440mg/dl. The pt was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.